Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold, sensing anomaly and high impedance. Lead fracture was noted. The lead was capped and replaced. The patient was fine after the procedure.